Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure wherein the physician added a lead to get better left foot coverage. The patient was doing well postoperatively.